Event description:
Reporter stated that patient received the following results on the mobile system compared to "other professional meters" (brand unknown) within 5 minutes: hi (result over 600 mg/dl) on mobile system and "four values between 133 mg/dl and 138 mg/dl" on the unspecified professional meters no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.